Event description:
The underwent CABG with placement of the lima to the lad and a svg with a connector to the om. 104 days postoperatively, the svg-om was occluded and medical treatment was initiated. 30 days following the first intervention, the pt expired from the line sepsis after peripheral vascular surgery.